Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with an afx bifurcated stent graft, and afx suprarenal aortic extension. On (B)(6) 2018, a secondary procedure was performed for an unknown reason and an afx2 bifurcated stent graft and afx vela infrarenal were implanted. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment determined that there was evidence to reasonable suggest type iiib of the main body and the strut fracture of the main body occurred that were not included in the event as reported. The type iiib endoleak and strut fracture of the main body was discovered on (B)(6) 2018 during review of the 52 month post implant angiogram. A definitive root cause was unable to be determined; however, the use of the strata material is most likely the contributing factors of these event. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.